Event description:
It was reported that less than two weeks after implant, the pump was moving around. The patient could pull her skin out and the pump would lay inside her hand. The patient¿s pain management doctor sent her back to the surgeon. In (B)(6) of 2013, the surgeon went back in and put the pump back into its pocket. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).